Manufacturer narrative:
Citation: tirado-conte g, et al. Incidence, clinical impact and predictors of thrombocytopenia after transcatheter aortic valve repl acement. Int j cardiol. 2022 apr 1;352:21-26. Doi: 10.1016/j.ijcard.2022.01.072. Epub 2022 feb 4. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r or pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the incidence, impact, and predictors of thrombocytopenia after transcatheter aortic valve replacement (tavr). All data was retrospectively collected from a single center between september 2007 and september 2018. The study population included 679 patients (predominantly female, median age 84 years). Patients underwent tavr with either a non-medtronic valve type (n = 550) or a medtronic corevalve or evolute valve (n = 129). No unique device identifier numbers were provided. Among all 679 patients, the two-year all-cause mortality rate was 36% in patients with percentage decrease in platelet count (pdpc) = 46% after tavr compared to 21% in those with pdpc 46% after tavr. No statement was made suggesting a causal or contributory relationship between medtronic product and any of the deaths. Among all 679 patients, non-death adverse events included: stroke; vascular complications (major, minor, or intra-procedural); bleeding (life-threatening, major, or minor); need for blood transfusion (0 to 3.5 units); new permanent pacemaker implantation; and mild to severe aortic regurgitation (grade 2 to 4). Medtronic product may have been associated with these non-death adverse events. No additional adverse patient effects or product performance issues were reported.